Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. In instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.

Event description:
The complainant reported a patient with cardiomyopathy was being implanted with an impella 5.5 for mechanical circulatory support. It was reported during impella 5.5 insertion, the tip of the impella would not advance out of the subclavian into the aortic arch. The physician reported there was resistance. Multiple attempts were made but were not successful. The impella 5.5 delivery was aborted after the catheter kinked and was no longer able to be pushed. The surgeon reattempted with a new impella 5.5. There was no patient harm reported.

Manufacturer narrative:
The investigation for the delivery issue and product damage has been completed. The product damage (cannula kink) was as a result of delivery issues. No product was returned for analysis. Clinical details mention pump was unable to pass through vasculature. There was resistance at innominate artery and cannula kink was noted after physician pushed uncomfortably against resistance. No vessel conditions were noted but reason for aborted delivery was noted to be due to vascular anatomy. The root cause of the delivery issue was most likely due to patient condition.